Event description:
It was reported that during a percutaneous coronary intervention (pci), a guide wire fracture occurred. The 90 % stenotic lesion was located in the calcified left anterior descending (lad) coronary artery. A 1.5mm rotalink burr was used successfully to ablate the lesion and then was exchanged for a 2.0 burr. When the 2.0mm burr was advanced on the guide wire, the rotawire was "pushed towards the distal side." The physician anticipated that the tip of the wire might fracture; therefore, he attempted to withdraw the rotawire. The rotawire was withdrawn with the burr still rotating, and fractured in the middle of the radiopaque portion of the spring tip. The fractured portion consisted of "half of the tip" and remains in the distal lad. No action has been taked to retrieve the fractured portion of the guide wire. The pt was asymptomatic during the entire procedure, and status is listed as "stable."